Event description:
(B)(6). Same patient as MDR ID# 2134265-2012-07900 and 2134265-2012-07901. Same case as MDR ID# 2134265-2012-08139. It was reported that during a percutaneous coronary intervention procedure, a spasm occurred. In (B)(6) 2010, the patient was presented with several weeks of exertional upper chest discomfort. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 90% stenosed and 8 mm long de-novo target first lesion was located in the 2nd obtuse marginal artery with a reference vessel diameter of 3.3 mm. The first target lesion was treated with pre-dilation and placement of an 8 x 3.00 mm taxus liberte stent, resulting in 0% residual stenosis. After placement of 8 x 3.00 mm taxus liberte stent at the ostium of 2nd obtuse marginal artery, vasospasm was noted. The vasospasm was treated with 400 mcg of intra nitroglycerine. The 80% stenosed and 10 mm long de-novo second target lesion was located 2nd obtuse marginal with a reference vessel diameter of 2.25 mm. The second target lesion was treated with pre-dilation of a 2.25 x 12 mm taxus liberte stent, resulting in 0% residual stenosis. After placement of 2.25 x 12 mm taxus liberte stent in 2nd obtuse marginal artery, vasospasm was noted. The vasospasm was treated with 200 mcg of intra nitroglycerine. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).